Event description:
Boston scientific received information that this patient had experienced a syncopal event for an unknown reason where cardiopulmonary resuscitation (CPR) was performed to bring the patient back to life. The health care professional (hcp) faxed in a electrogram (egm) to boston scientific technical services (ts) for review. Ts stated they would need to interrogate with a programmer to ensure there is adequate capture, as of right now that cannot be confirmed. The patient had thousands of episodes of rythmiq, which indicated programming was not optimal. The hcp turned that enhancement off for this patient in an effort to alleviate these issues. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.